Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a blood back event while it was in use on a patient. The ICU nurses noticed blood in the helium tubing of the iabp that extended all the way back into the console. There was no alarm. The balloon was removed and not replaced. There was no adverse event reported. As reported on medwatch report # (B)(4): the patient arrived on unit postoperatively. At that time, the iabp was functioning properly. 4 hours later, a sudden back flow of bright red blood was noted in the gas line of the iabp. The device was immediately placed in standby mode and the doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Pa pulled device without incident. Per cardiology, the device didn't need to be replaced, but patient was placed in trendelenburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. Catheter was bagged. Biomed contacted and balloon pump was removed from circulation.

Manufacturer narrative:
Information was previously received from the customer indicating that the patient suffered no injury.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a blood back event while it was in use on a patient. The ICU nurses noticed blood in the helium tubing of the iabp that extended all the way back into the console. There was no alarm. The balloon was removed and not replaced. There was no adverse event reported. As reported on medwatch report # (B)(6): the patient arrived on unit postoperatively. At that time, the iabp was functioning properly. 4 hours later, a sudden back flow of bright red blood was noted in the gas line of the iabp. The device was immediately placed in standby mode and the doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Pa pulled device without incident. Per cardiology, the device didn't need to be replaced, but patient was placed in trendelenburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. Catheter was bagged. Biomed contacted and balloon pump was removed from circulation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched and was able to duplicate the reported malfunction on site. The blood detect sensor was not working. The fse replaced the solenoid driver board and the problem no longer returned. The fse also replaced the safety disk, condensate removal module, and the blood detect tubing due to blood contamination. The iabp passed all electrical, safety and functional tests, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a blood back event while it was in use on a patient. The ICU nurses noticed blood in the helium tubing of the iabp that extended all the way back into the console. There was no alarm. The balloon was removed and not replaced. There was no adverse event reported.

Manufacturer narrative:
Per medwatch report 3600510000-2017-8023, we received additional information from the customer that intervention was required to prevent permanent impairment/damage to the patient.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a blood back event while it was in use on a patient. The ICU nurses noticed blood in the helium tubing of the iabp that extended all the way back into the console. There was no alarm. The balloon was removed and not replaced. There was no adverse event reported. As reported on medwatch report # 3600510000-2017-8023: the patient arrived on unit postoperatively. At that time, the iabp was functioning properly. 4 hours later, a sudden back flow of bright red blood was noted in the gas line of the iabp. The device was immediately placed in standby mode and the doctor was notified. At no time did the device alarm that there was blood in the line or a gas leak detected. Pa pulled device without incident. Per cardiology, the device didn't need to be replaced, but patient was placed in trendelburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. Catheter was bagged. Biomed contacted and balloon pump was removed from circulation.